Event description:
On (B)(6) 2015, it was reported that a proximal screw used in a sign nail implant surgery on (B)(6) 2015 to repair a fractured right femur, was replaced on (B)(6) 2015. The first screw used was 35mm and was too short. The replacement screw was 45mm.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the screw exchange was due to the original screw being too short. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. The first screw was 35mm and was replaced with a 45mm screw. Sign fracture care international will continue to monitor these events as part of our post market activities.